Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flows. Log files contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was elevated. The calculated flow appeared to fluctuate below the alarm threshold of 2.5 lpm. These flow readings do not appear to be the result of any device malfunction. No abnormal controller or pump faults seen in the log. The low flows were determined to be caused by the pump being mispositioned, it was pointing at the septum rather than the aortic valve. The patient was treated with fluid resuscitation and the alarms resolved. At the time of the event the patient's mean arterial pressure decreased to less than 65. A transesophageal echocardiogram revealed inflow cannula facing the septum and suctioning during hypotensive events during changes in position, specifically when turned to the right, in the setting of increased left ventricle contractility. The patient returned to the operating room for repositioning of the device and continued monitoring in the intensive care unit.

Manufacturer narrative:
Health effect - clinical code: 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was on/off right ventricular assist device (rvad) support and had been on continuous renal replacement therapy (crrt) for their renal failure since implant of left ventricular assist device (lvad). Echocardiogram (echo) and x-ray showed that the inflow cannula was misaligned towards the ventricular septum. The patient returned to operating room for chest exploration and lvad repositioning, but the patient's chest cavity was very small, and it was difficult to reposition the pump. The left ventricle diameter was much smaller than before implant, causing chronic low flows. The low flow threshold was decreased to 2.0 liters per minute on backup controller. The patient also experienced hypertension which was treated with hydralazine. The week of )(B)(6) 2022. The patient had gone into multisystem organ failure. The patient's family chose to make them comfort care and allow the patient to die comfortably. Patient was made comfortable, and support was removed per their family's request. Patient passed away on (B)(6) 2022.

Event description:
It was reported that the patient's renal dysfunction began on (B)(6) 2022. The patient passed away from septic shock.

Manufacturer narrative:
Health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Low flow events were confirmed via the submitted log files. According to the account, the low flows were due to pump malposition and hypertension; however, a specific cause for the pump malposition cannot be determined. The account submitted log files for review. The system controller event log file contains data from 03oct2022 at 10:05:09 through 11:22:14 and 10oct2022 at 4:03:10 through 14:27:57. Low flow events were captured throughout the log file from 03oct2022 at 10:05:09 through 11:22:14 and 10oct2022 at 10:02:11 through 14:27:43. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. The patient received the software update on 18may2022 and per design, when the flow value is calculated at less than 2.0 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02feb2022. The heartmate 3 lvas instructions for use (IFU) is currently available. IFU lists renal dysfunction, sepsis, hypertension, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.